Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual inspection was performed and the device has several kinks at the distal section while in the neutral position. In addition the rings 9 and 10, and the 19 and 20 were displaced from the correct location. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the event states that a 7fr sheath was used instead of 8fr sheath. The dfu states: "ancillary materials required to perform ep studies include: 8f (2.67 mm) sheath. ECG recording system. Pacing stimulator and "create a vascular access by either cut down or percutaneous technique. The catheter may be used from femoral, brachial, subclavian, or jugular access sites through an introducer sheath (8f (2.67 mm))..." (B)(4).

Event description:
It was reported that difficulty removing and loss of access site occurred. Vascular access was obtained via the left femoral vein. The target lesion was located in a vessel of the right atrium. A 2-10-2mm blazer¿ dx-20 catheter was advanced through a 7fr sheath and resistance was felt. Catheter kink was confirmed under fluoroscopy. The device was unable to be advanced or removed from the sheath. After several attempt the catheter and sheath were removed. A new venous access was obtained via the right femoral vein. The procedure was completed with a new catheter. No further patient complications were reported and the patient's condition was fine.

Event description:
It was reported that difficulty removing and loss of access site occurred. Vascular access was obtained via the left femoral vein. The target lesion was located in a vessel of the right atrium. A 2-10-2mm blazer¿ dx-20 catheter was advanced through a 7fr sheath and resistance was felt. Catheter kink was confirmed under fluoroscopy. The device was unable to be advanced or removed from the sheath. After several attempt the catheter and sheath were removed. A new venous access was obtained via the right femoral vein. The procedure was completed with a new catheter. No further patient complications were reported and the patient's condition was fine.

Manufacturer narrative:
(B)(4).